Event description:
It was reported that the patient experienced shocks due to the ventricular lead. During extraction of the ventricular lead, the atrial lead exhibited a capture anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 18.0 cm to 18.2 cm from the connector pin which resulted in the reported capture anomaly. Abrasions are indicative of exposure to constant friction with another implantable device.